Manufacturer narrative:
This is being filed as corneal ulcer. This complaint was filed on the wrong manufacturing number. It was reported as (B)(4) 9614392-2011-00126 on (B)(4) 2011. MFR: coopervision manufacturing (B)(4). The correct data should be (B)(4) 2640128-2011-00090 and is reflected in this report. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Dr. Called with questions related to a pt with corneal ulcer only in the left eye and lot number. The medical record showed that visual acuity was not affected. This is being filed as corneal ulcer.